Event description:
It was reported that during an arthroscopy, two (2) fast fix 360 t2 implant could not be deployed; both t1 were removed using acufex grasper. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. The insertion devices were returned in the pret2/postt1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation of the returned devices finds they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include excessive force or torsion during use, use of the needle as a lever, misplaced force on the device actuator. No containment or corrective actions are recommended at this time.